Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: st. Jude ICD, implanted: (B)(6) 2012. The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a fracture of the right ventricular (rv) lead. Additional information received from the family reported the patient received inappropriate therapy and that there was a problem with the lead. The lead was cut/capped and replaced. No further patient complications have been reported as a result of this event.